Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test alarm. The customer's blood glucose value was 81 mg/dl. The customer stated that every time she changed the batteries in her pump, she has to go through three or four batteries before it will register. The customer reported frequent failed battery alarms. The product was returned for analysis.